Manufacturer narrative:
Concommitant products: product ID: 3778-75, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3487a-56, lot# va02art, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3487a-56, lot# va00kgb, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had an infection (unknown type) at the location of the lead components of their implantable neurostimulator (ins) that were tunneled along the neck. It was unknown as to the date of onset but the infection was diagnosed on (B)(6) 2014. Patient symptoms were noted as drainage and incision wound opening at the location of the leads. Due to the infection near the lead tips the leads were cut in half and partially explanted on (B)(6) 2014. The ins battery and the remaining portions of the leads remained implanted in the patient with the plan to re-implant new leads once the infection had cleared and the patient had healed. Cultures (tissue) were taken near the lead tips which were implanted in the face and neck (results not reported). Antibiotic treatment for the patient was necessary as a result of the infection. There were no further reported diagnostic testing or troubleshooting performed in the event. The patient status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions, or outcome reported regarding this event. Further follow-up is being conducted to obtain this information.

Event description:
It was further reported that peri-operative antibiotics were administered at the implant. The kind and how much was unknown. The patients rehabilitation facility noticed what had looked like an infection initially. The patient did not have meningitis. As of (B)(6) 2014, the patient was infection free. If the patient remained infection free for a full 3 months post explant the physician would look to re-implant. If additional information about the final outcome is received a follow up report will be sent.